Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action). Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in september 2024. H11: forty-five (45) devices were received for evaluation. Visual inspection was performed on the returned samples. Various types of very small dark, red, brown, clear, or opaque spots, fibers, particulates, and minor surface imperfections on the exterior of device components, including the tubing, white connectors, spike flanges, spike caps, filter housings, spike tube housings, and packaging materials. Some findings consisted of embedded imperfections within the outer tubing or packaging material, while others were loose fibers or particles present on external surfaces or within the sealed packaging. The observed findings were cosmetic in nature, varied in size from minute spots to small fibers, and were consistently located on non-fluid-contact surfaces. Importantly, all observed particles, fibers, and imperfections were outside the fluid pathway, and no evidence of particulate matter, contamination, or defects within the fluid pathway was identified. Overall, the examination revealed minor external cosmetic imperfections and extraneous particles/fibers that did not affect the fluid pathway or product functionality. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty-three (43) exactamix non-vented high-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.